Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Defects were noted where: bending section rubber leak. Probe unit damaged. Light guide cover lens discoloration. Universal cord kinked. Ultrasonic connector driving unit damaged however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents". Chapter "cleaning, disinfection, and sterilization procedures". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The scope channels were precleaned with aniosyme x3. The scope channels and distal end were manually cleaned with aniosyme x3 and an infineed health asept inmed brush. The scope was manually disinfected with anioxyde 1000. The scope was stored in a horizontally placed position, in a simple cabinet with no drying function. Olympus will be used for repair and maintenance. The culture test was not carried out on the aer. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Thirty-five (35) colony forming units (cfus) of coagulase negative staphylococci were found. The initial results did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. An additional culture will be conducted. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the endoscope tested positive for microbial contamination. All channels of the evis exera ii ultrasound gastrovideoscope were tested, and coagulase negative staphylococci was found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.